Event description:
It was reported that during eri change out, dft testing performed with dc fibber. Vf induced and detected, device charged and delivered, but did not convert patient. Device charged and delivered a second time and a loud pop was heard, patient was not converted. Rf telemetry was lost and bvvi message notifier was observed. Patient needed external defib. Lead issue suspected. No electrical anomalies noted prior to procedure. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.